Event description:
In recovery room pt was shaking hysterically. The pain medicine was not working. Anesthesiologist saw pt, gave a pain shot and sent them home. Pt kept having a lot of pain which the tylenol #3 pt was given, did not help. Dr added advil but it also was ineffective. Pt developed cramps, nausea, loss of appetite, hypersensitivity to heat applied to abdomen, pid, menstrual cramps that went from 3 days each cycle before the surgery to 10-14 days each cycle after surgery, light menstrual flow before surgery to heavy flow after surgery, irregular menstrual cycles which were sometimes occurring twice a month, mood swings, difficulty getting out of bed, bladder infections, difficulty walking for several days after sexual intercourse, pressure in lower abdominal/vaginal area when standing, swelling of vagina with bleeding, bloated/puffy abdomen, weakened immune system with subsequent infections, lightheadedness, leg cramps and when turning a certain way a sensation of a jolt of electricity through body accompanied by pain for several hours. Dr diagnosed an infection which was initially treated with po antibiotics that did not work. IV antibiotics were then given. Rptr had another laparoscopy. Scar tissue was found around one of the clips but dr did nothing. Symptoms recurred after 3 weeks. Rptr saw a specialist who said problems were from the clips and they were removed. Rptr still has problems and another laparoscopic procedure showed clips were left in. They were removed. Problems still occurred and finally a hysterectomy was done, removing the left ovary and tube in 1995. Rptr was fine for a while but had to have mutliple vaginal surgeries. Abscess developed and dr was concerned about the fragile appearance of the tissue so an hiv test was recommended and was negative. Rptr is going to have allergy testing. Rptr questions if the surgery should have been done because MFR's pamphlet states that dr should question use of clips if pt has adhesions. Rptr had a gallbladder removal 2 months before the surgery.

Event description:
Add'l info rec'd from MFR 8/7/00: the device was not available for failure analysis or laboratory testing. The user facility was contacted and reported that no product data can be found in their files for this event. The info provided to date indicates the device was disposed of by the user facility or another medical facility.